Event description:
Information was received that reported a catheter replacement. It was reported that the patient was noticing a lack of adequate pain relief in certain sleeping and laying positions, which would then resolve by standing up. The physician was not able to confirm if the catheter was kinked, but it is very likely that it was. The physician did not know what caused this. The catheter was discarded after surgery.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. Physician believed that although they could not confirm whether the catheter was kinked, it is very likely that it was. The cause of the kinking was unknown. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).